Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was patient related due to von willebrand disease, and use related due to mobilizing the patient to 90 degrees.

Manufacturer narrative:
The pump was successfully explanted on (B)(6) 2026 with a survival outcome.

Manufacturer narrative:
Corrected datad4 serial number and UDI updated/corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 59-year-old female patient with a past medical history of coronary artery disease (cad), presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage a shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the extracorporeal membrane oxygenation (ECMO) and impella sites were oozing requiring three units of packed red blood cells (prbcs). It was reported that the patient has a family history of von willebrand disease. The oozing was reported to be improving at the impella site after angle matched and redressed. After 18 days of support, the device was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 1.9l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.